Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection the camera control unit was noisy and getting hot. It is unknown if there was a back-up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and found one of the two cooling fans on the analog output board was very loud. The other cooling fan did not spin or work at all. The device would get warmer than expected because of the two defective fans when left on for an extended period. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that may have contributed to the reported failure include a degradation of the fan motor parts with use over time. No containment or corrective actions are recommended at this time.